Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) triggered alerts for charge circuit timeout, charge time exceeded and charge circuit inactive. It was noted that the device is well past end of service (eos) and remains implanted. No patient complications have been reported as a result of this event.